Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor's rear response button was found to be intermittent. The cause of the intermittent failure was isolated to a defective response button cable. The root cause of the defective response button cable was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
While evaluating monitor sn (B)(4) for an unrelated issue, a reportable problem was discovered. The rear response button was intermittently functional.